Event description:
The surgeon received a shock from the suction coagulator and suffered a minor burn to his thumb.

Manufacturer narrative:
The surgeon was holding the suction coagulator during a surgical procedure. As he was disconnecting it from the tubing, he received a minor shock. The surgeon burned his thumb and received a pin sized black mark while holding the device. There was no pt injury. No medical intervention was required for the surgeon. The sample was returned. The tip of the device is slightly charred. There were no exposed wires. No cracks were identified on the device. This device is manufactured by u.s. Surgical/covidien. The sample will be forwarded to them for further review and investigation. As the MFR, they will determine the need, if any, for corrective action. We have not had any other similar incidents reported to us for this device.